Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the clinic for a routine follow-up and upon review, this implantable cardioverter defibrillator (ICD) was found to be exhibiting high out of range shock impedances on the right ventricular (rv) lead. The shock impedances were greater than 200 ohms. At this time, the ICD and rv lead remain in service. The patient is being monitored. The source of the observations has not been determined. No adverse patient effects were reported.